Manufacturer narrative:
(B)(4).

Event description:
(B)(4) and (B)(4) refer to the same case and complaint. According to the reporter: 1st eea anvil did not provide audible/tactile feedback when mated to eea handle. Post firing, proximal donut was not formed, staple line was open. Second anastomosis attempt the anvil/orange band click but proximal donut was incomplete. After 2 full turns to remove tilt top clicked but stapler would not easily slide out. Too low to re-do, surgeon over sewed anastomosis and created a temporary colostomy. Did add 30 minutes onto the case. 6-8mo diverticulitis, inflamed, thickened colon. Big person deep. First device used exp. 11/2019 and second device used exp. 05/2020 did this result in tissue damage or patient injury? (E.g. Unanticipated tissue loss, unintended colostomy, laparotomy, re-operation, etc.): yes did this cause more than 250cc of unanticipated blood loss (if so how much): no was the case delayed more than 30 minutes as a result of the problem (if so how long)?: yes, approximately 2 hours.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.